Manufacturer narrative:
(B)(4).

Event description:
Upon review of a retrospective white paper for document release, it was discovered that incidents mentioned in the "results" section of the white paper had not been previously reported. The events discussed within the retrospective white paper were performed between july 2013 and january 2015. The white paper states that "two toes required return to the or for removal of the implant (one for infection and one for displacement of the implant spade)." (This report discusses the removal patient with infection. The removal patient with displacement of the implant spade is discussed within report 3007420745-2018-00008).

Event description:
Upon review of a retrospective white paper for document release, it was discovered that incidents mentioned in the "results" section of the white paper had not been previously reported. The white paper states that "forty-four toes achieved satisfactory union and deformity correction at final post op follow up visits by plain film radiographs. Four toes had asymptomatic non-unions with satisfactory clinical correction. One toe had a non-union with deformity but did not require surgical revision. Two toes required return to the or for removal of the implant (one for infection and one for displacement of the implant spade". Doctor 1 was contacted in june of 2018 regarding these incidents and could only remember minimal details, as he no longer practices at facility x and does not have access to medical records. Doctor 1 was able to recall that the removal patient with the displacement of the implant spade was a male in his early 40s. This patient also had at least one of the aforementioned non-unions as well as the deformity issue. The removal patient with the infection was an elderly female with diabetes. Doctor believes she was in her late 80s. For the asymptomatic non-unions mentioned in the white paper, doctor 1 said that he was unable to see bridging radiographically, but that the implant was still holding the toe straight. This report shall discuss the removal patient with the infection. MDR report 3007420745-2018-00008 shall discuss the removal patient with the displacement of the implant spade.

Manufacturer narrative:
Notes to form 3500a and justification for information not provided (in initial or follow-up submission) as required per 21cfr803.52 is below. Trilliant surgical attempted to obtain the omitted information (items 1-11 below) as part of internal complaint handling activities. 1. Patient date of birth (a2) and weight (a4) not reported. Note: patient was reported to be in her "late 80s" and thus, age 88 is documented as an estimate. 2. Date of event (b3) unknown. Event is considered to be onset of patient infection. 3. Brand name (d1), model #, lot #, and unique identifier (UDI) # were not reported and are unknown due to the nature of the complaint and how it was reported/discovered (upon review of the white paper). 4. Catalog # and serial # (d4) not utilized by trilliant surgical. 5. Expiration date (d4) not applicable (n/a) to non-sterile trilliant surgical products. 6. Implanted date (d6) and explanted date (d7) were not reported. 7. Reprocessor name and address (d9) n/a to this report. 8. Concomitant medical products and therapy dates (d11) not reported. 9. As a result of item 3 above, device manufacture date (h4) could not be confirmed. 10. Section h9 n/a to this report. 11. No files attached to this report. The device evaluation summary attached to the initial submission remains valid. Corrected information provided in follow-up submission. All information from the initial complaint was provided as the initial submission is inaccessible and the trilliant surgical employee(s) who submitted the initial submission are no longer employed. Additional investigation performed 03/10/2020: potential lot numbers could not be identified for this event. Attempts to contact doctor 1 occurred on 06/14/2018 and 06/15/2018. More information regarding the patient was provided by doctor 1 on 06/19/2018; however, doctor 1 does not recall the size of the implant used. With many different size selections available, trilliant surgical is unable to determine the potential lot numbers of the two-step hammer toe implant relevant to this event at this time. Thus, DHR review could not be conducted.